Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: on (B)(6) 2018, two unknown mentor gel implants were received by the mentor failure analysis lab with no accompanying information. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 1.5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. There is no complaint information attached so is not possible to confirm any failure on the device returned. There is not a root cause to determine at the moment. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, two unknown mentor gel implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient. (See 1645337-2018-02892 for contralateral implant report).